Event description:
At 3 months and a half after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the femur and poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 march 2022. Lot 2105460: 48 items manufactured and released on 26-may-2021. Expiration date: 2026-05-09. No anomalies found related to the problem.to date, 30 items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 21 march 2022. Moto partial knee 02.18.if6.08.lm tibial insert fix s6 lm - 8mm (k162084) lot. 2009914 lot 2009914: 20 items manufactured and released on 25-nov-2020. Expiration date: 2025-11-04. No anomalies found related to the problem. To date, 6 items of the same lot have been sold without any similar reported event.